Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was home having low flow alarms, suction alarms, and high blood pressure (bp). It was stated that the patient came to the clinic with weakness, headache, chest pain, palpitations, and with heart failure symptoms and feeling ¿terrible¿. Patient was hospitalized for suspicion of possible thrombus. On (B)(6) 2018, the patient¿s internal cardiac defibrillator (ICD) went off. Log files confirmed one suction alarm and three low flow alarms all on (b)(60 2018. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that thrombus was not confirmed. It was stated that the issues resolved and did so spontaneously while inpatient. It was further stated that the patient was discharged home on (B)(6) 2018, and listed 1b. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: pump # (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via log file analysis which revealed a decrease in power and estimated flow on (B)(6) 2018. 1 suction alarm and 3 low flow alarms were logged on (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, the most likely root cause of the low flow event can be attributed to multiple factors including but not limited to thrombus at the inflow cannula or the outflow graft, poor vad filling, inappropriate pump rotational speed. Based on the risk documentation, the most likely root cause of the suction event can be attributed to multiple factors including but not limited to thrombus or other materials in the device, poor vad filling, inappropriate pump rotational speed. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.